Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to contact the patient by phone for additional information, so the following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca). The patient reported that the alleged product issue began approximately at the beginning of (B)(6) 2011. The patient claimed that on (B)(6) 2011 at 9:02am, she obtained alleged high blood glucose readings of "269mg/dl", with the subject meter and "112mg/dl" on an unknown meter. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient reported she manages her diabetes with novolog (insulin pump). The patient reported that she made no changes to her regular diabetes management as a response to the readings. The patient stated that after the product issue, she became "shaking, dizzy" and felt that she had low blood sugar. The patient reported that from the beginning of (B)(6) 2011 she took an increased amount of insulin (novalog) as self-treatment. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and was an approved sample site. The patient did not have control solution to test the subject meter and strips. Replacement products were sent to the patient. This complaint is being reported because patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4), 2011 the meter was tested and no faults were found. On (B)(4), 2011 the test strips were tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.